Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, failed accuracy test, was verified by functional testing. The root cause is an out of spec expulsor. Trimmed expulsor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed accuracy test at -9.65%. There was no patient involvement, and no patient harm/adverse event reported.